Event description:
The user reported a burning odor from the unit. There was no pt harm involved. The problem was traced to an overheated main transformer in the power supply. The cause is attributed to old age. Parts are no longer available, and the unit was not repaired. The event is not occurring more frequently or with greater severity than is usual for the device.